Manufacturer narrative:
A ge service representative performed an on site investigation. A loose wire in the power plug was found and repaired. Also, the transformer was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a fuzzy image then shut down. No report of patient injury.